Manufacturer narrative:
(B)(4).

Event description:
It was reported nonsustained right ventricular oversensing episodes were observed due to post paced t-wave oversensing. The patient is asymptomatic. A programming change was made.